Event description:
It was reported that a patient had an infection. Additional information was not provided. Following a review of the available information, it has been determined there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. Therefore, the reported event(s) does not require further complaint handling by the manufacturer for medical device(s) and/or product(s).

Manufacturer narrative:
Correction: b3 additional information: b5, g1, h10 clinical statement: there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. An sap search was performed to review the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. There is no indication from this search that fresenius liberty cycler sets were shipped to this account within the selected time frame which prevented a manufacturing review from being performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient had an infection. Additional information was not provided. Following a review of the available information, it has been determined there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. Therefore, the reported event(s) does not require further complaint handling by the manufacturer for medical device(s) and/or product(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had an infection. Additional information was not provided.